Manufacturer narrative:
(B)(4). Evaluation summary: the reported sample was returned for evaluation. The visual inspection and functional test identified the reported condition as a leak forming a small droplet of liquid. The leak size and magnitude may not have been detectable if present at the time of filling. Magnified inspection of the leak location identified a gouge in the eva and a channel through the bag film on the left edge radius. The size and the location of the edge cut does not indicate a specific area of damage known to occur during the manufacturing process; therefore, the cause of the condition is unknown. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag was found to be leaking on left seam near the middle of the bag. The leak was discovered during compounding. This report documents no patient involvement or adverse events. No additional information is available.